Manufacturer narrative:
Troubleshooting with the assistance of a clinical specialist was able to resolve the reported event by rewetting the ascites/recirculation sensor and reseating the tubing within the sensor. The tubing was also inspected to ensure patency.

Event description:
It was reported that roughly twelve and a half hours into perfusion a drop in the soft-shell reservoir volume was noted. The case was very stable until this point. The recirculation pump was noted to not be returning volume to the reservoir. Troubleshooting was attempted with the assistance of a clinical specialist, including rewetting the sensor and reseating the tubing within the sensor which successfully resolved the issue. Following perfusion, the liver was successfully transplanted.